Event description:
On (B)(6) 2007 dr (B)(6). Place performed surgery on me to replace my left hip. He used a zimmer metal on metal hip replacement. Shortly after it was found that metal on metal hip replacements were found to leach metal into the bloodstream. In 2014, I was advised to get a hip revision as the metal levels in my blood stream were extremely high but due to work I could not go through surgery at that time. Continued to monitor metal levels every year and they stayed high. In 2017 had an MRI which showed pseudo tumors forming and was advised by new doctor (dr (B)(6)) to not wait any longer to have revision surgery. On (B)(6) 2018 had revision surgery.